Event description:
It was reported that during an angioplasty procedure in the left leg via right femoralis communis, the fluid allegedly dropped out between the connection hub and the catheter when pressure was applied to the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 focused force dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the balloon catheter was inflated with an in-house presto inflation device and the device leaked near to the strain relief, the strain relief was removed and water was leaking from the coil. Under microscopic observations, a tear was noted on the catheter shaft. No other functional testing was performed. As a tear on the catheter shaft was noted during the microscopic observation, the observed tear was noted to be the source of the leak during the functional testing. Hence, the investigation is confirmed for the reported leak and identified catheter shaft tear. A definitive root cause for the reported leak and identified catheter shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.